Event description:
It was reported that shaft break occurred resulting in additional device intervention. The patient was experiencing subxiphoid pain and discomfort, accompanied by chest tightness and diaphoresis. The following morning, the patient presented at the clinic and was diagnosed with anterior and inferior wall myocardial infarction. Aspirin enteric-coated tablets and an oral loading dose of ticagrelor were administered. The patient was then transferred to the hospital via ambulance and admitted to the outpatient cardiovascular internal medicine ward to undergo percutaneous coronary intervention. Under routine disinfection, draping, and local anesthesia, the attending physician successfully punctured the right femoral artery and gained access to the 90% stenosed lesion located in the mildly calcified and mildly tortuous left anterior descending artery. Intra-aortic balloon pump (iabp) insertion and coronary balloon angioplasty were completed via coronary angiography. During advancement of a 2.00mm x 15mm emerge balloon, the shaft fractured. The physician immediately stopped manipulating the fractured device to prevent displacement of the catheter within the body, traction injury to the coronary artery, or vascular tearing. The portion of the catheter that remained outside the body was fixed in place. Through the lumen of the fractured catheter, a compatible guidewire was advanced along the existing wire to cross the balloon, anchoring the balloon and providing support. The entire balloon catheter was then carefully withdrawn as a unit through the sheath. Throughout the procedure, the patient was continuously monitored via electrocardiography and remained hemodynamically stable. The balloon catheter was replaced with another of the same device and the procedure was completed successfully. The patient was then transferred to the intensive care unit (ICU) for further treatment.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). G4: premarket / 510(k) # continued: k163174.